Manufacturer narrative:
(B)(4). Patient code relates to problem code for the reported event of user burn. Device component codes relates to device problem code for the reported event of fiber connector overheats. Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy with lithotripsy procedure in the ureter performed on (B)(6) 2017. According to the complainant, during procedure and outside the patient, the laser fiber connector broke and burned the nurse. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.